Manufacturer narrative:
There is no indication that the customer sent the access accutni+3 reagent to beckman coulter (bec) for analysis. A bec field service engineer (fse) was dispatched to address any instrument performance issues. The fse was on-site on (B)(6) 2016 and made adjustments to the transducer voltage and verified subsystem alignments. The fse also discovered that the analyzer had failed quality control (qc) for three other assays on the date of the service visit. System verifications such as system check, high sensitivity (hs) system check and a fifteen (15) replicate precision test were performed to verify instrument performance. All verification testing passed within instrument specifications. Afterwards the fse had the customer perform calibrations and qc. There were no hardware issues noted by the fse which would have contributed to the issue observed by the customer with the access accutni+3 assay. In conclusion, the cause of the non-reproducible access accutni+3 results obtained by the customer could not be determined with the information provided. All mdrs associated with this event: 2122870-2016-00340.

Event description:
The customer reported non-reproducible troponin I (access accutni+3) results, initially above the normal reference range of the assay, for two (2) patients on the laboratory's access 2 immunoassay system (serial number (B)(4)). The customer reanalyzed patient one's sample twice more on the same access 2 immunoassay system and obtained both a lower result, still above the normal reference range of the assay and a second lower result that was within the normal reference range of the assay. The initial elevated access accutni+3 result was reported outside the laboratory and the patient (referred to as patient one) was transferred to a different hospital due to this result. The patient was tested a that hospital, on a different methodology (method unknown), for troponin and a result within the normal reference range of the assay was obtained. This MDR represents the events for patient one (1) that took place on (B)(6) 2016. MDR 2122870-2016-00340 represents the events for patient two (2) that took place on (B)(6) 2016. Access accutni+3 quality control (qc), assay calibrations and system check were within the laboratory's established ranges and instrument specifications prior to and after the reported event. Customer technical support (cts) recommended that the customer perform a precision test and carryover test at the time of contact. The customer followed these recommendations and both the precision test and the carryover test passed within assay and instrument specifications. The patients' samples were collected in seven (7) ml heparin plasma tubes with a gel separator. The sample was centrifuged at 3500 rpm (rotations per minute) for three (3) minutes. The customer did not note any sample integrity issues with the patient's sample. A beckman coulter (bec) field service engineer (fse) was dispatched to assess the instrument's performance.